Event description:
Received info when the stimulation is turned on the pt experienced a loss of therapeutic effect on the left side. The pt was not able to adjust stimulation. The pt programmer displayed a "call your doctor" icon. Reported an out of regulation condition. Add'l info stated the pt had a lead revision done on (B)(6) 2011 to replace broken leads. Further info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).